Manufacturer narrative:
Pump passed the rewind test, prime/seating test, basic occlusion test, force sensor test and displacement test. Pump rewinds properly during testing. No grinding noise during testing. No motor errors or alerts in the pump history noted. All buttons functioning properly. No stuck key alarms noted during testing, however, a stuck key alarm was found in the pump history on (B)(6) 2025 at 03:36:13.000. Pump was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The sc1 cap locks properly in place in the reservoir compartment noted. Pump received with scratched case and cracked lcd window during the visual inspection. Per observation that the knit line near the belt clip plate is normal. No cracks on the case on the reservoir compartment during the visual inspection. Customer alleged not confirmed for loud grinding noise during rewind and keypad anomaly. Cosmetic damage at belt clip rails (crack) and reservoir compartment was not confirmed. Cosmetic damage was confirmed at the lcd window. Stuck button alarm did not occur during testing, however, a stuck button alarm was found in the history file. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported loud grinding noise during rewind, crack separating the screen from the pump, crack on the back of pump under the clip, plastic defect on the reservoir compartment causing the reservoir plastics to break when screwed or unscrewed and frequent stuck button alerts. The customer reported no adverse event. The event involved product(s) mmt-1884,mmt-342g. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-1884,mmt-342g.